Manufacturer narrative:
Samples received: 25 unopened pouches. Analysis and results: there are no previous complaints of this batch. Manufactured and distributed (B)(4) units of this batch. There are no units in stock. Received 25 closed samples. Tightness test to the samples received has been performed and all units are tight. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b.braun surgical requirements. Sterilization process was also normal and the results of the sterilization control are correct. Novosyn biocompatibility has been tested in numerous experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. Nevertheless, there are risks (side effects) associated to the use of novosyn suture, which are typical for any (absorbable) suture and which are mentioned in the IFU of novosyn®: "side effects: as with all other suture materials long contact with salt solutions, such as urine and bile, can lead to lithiasis. An existing infection may be negatively influenced by any absorbable suture. The degradation of the suture may also be slightly accelerated depending on the patient and the severity of infection". Final conclusion: although the results of the closed samples received fulfill the specifications of b. Braun surgical, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that there is a increase in different reactions after using novosyn.